Event description:
The customer reported to olympus that an e101 error code occurred on the evis exera iii xenon light source during the diagnostic esophagogastroduodenoscopy (egd) and colonoscopy procedure causing a one-hour and forty-one minute delay. The error occurred in between the egd and colonoscopy and the patient was moved to another room to complete the colonoscopy. The procedure was started with moderate sedation and was finished under deep sedation with the anesthesia provider. The patient had known right upper quadrant abdominal pain before the procedure. The procedure was completed with another device. No patient harm was reported. Related patient identifier: (B)(6) evis exera iii xenon light source (clv-190 / (B)(6)).